Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). It should be noted the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The device was returned for analysis. The leak was confirmed; however the difficult to position was not confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue, guide cath: hyperion, guidezilla. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the heavily tortuous distal right coronary artery (rca). After placement of a non-abbott guiding catheter and a non-abbott guide wire, pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc). The 2.25x18mm xience alpine stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy and was removed without issue. The same xience alpine sds was re-advanced with the support of a non-abbott guiding catheter extension; however, the guiding catheter extension moved backwards, the sds was pushed meeting resistance with the guiding catheter extension, and blood was observed in the indeflator. The sds was removed without issue and after removal a leak was noted in the distal shaft. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott sds was used to successfully complete the procedure. There was no additional information provided.